Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the system advanced well to approximately the left common femoral, where full resistance was met. The operating team attempted rotation of the 14fr esheath+, short retraction/advancement of the esheath+ and system, as well as switched from the amplatz to confida wire, all without success. Upon visualization under fluoroscopy, it was observed that one of the stent struts on the inflow end of the s3ur valve had bent back to where it was pointed out of traditional uniform crimped formation. It was decided to put gentle pulling pressure on the 26mm commander delivery system, which led to withdrawal of the whole system as one unit. Upon its removal, tissue was noted on the valve/commander and there was a drop in the patient's blood pressure. A non-edwards balloon was introduced via opposite femoral access site (right-side) then positioned and inflated in the abdominal aorta. The left femoral complication site was treated with covered stents and the patient was stabilized.